Event description:
The pt felt overstimulation sensation during a presentation in which an ipod was used to switch screenshots. The ipod signal was amplified. The pt was approx 25 ft away from the ipod. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)